Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 to remove their drg system, however while the physician was removing the right s1 lead, the lead would not completely pull out of the foramen. In turn, the physician was forced to cut the lead and leave it in place. Patient is stable.